Event description:
A nurse reported that a system message was displayed during surgery. Additional info received indicates that the surgeon managed to complete the procedure, but the rest of the surgeries scheduled for the day were cancelled. The customer has declined to provide any further info regarding how the surgery was completed; however, no pt harm was reported.

Manufacturer narrative:
Investigation included root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).